Manufacturer narrative:
Device received with partial blank display due to cracked lcd glass. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to partial display. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated insulin pump was dropped. Customer stated that one fourth of the screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.